Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user received repeated alert 36 messages and was unable to rewind the pump despite multiple restarts. The device was replaced, and no medical intervention was required.